Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pts' femoral artery. The md could not advance the iab through the sheath. As a result, the iab and the sheath were removed as one unit. It was reported that iab therapy was interrupted for five minutes. The md inserted another sheath and a non fiberoptix sensor (fos) iab with success. There were no reported pt complications. The pt outcome is listed as "good".

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.